Event description:
It was reported that this right ventricular (rv) lead was explanted approximately one year after implant because it became dislodged. Another rv lead was successfully placed. No additional adverse patient effects were reported. Currently, this product has not been received for evaluation.